Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy 100, japan bt device. The "low circuit leak" alarm frequently went off. It was not improved by changing the circuit. There was no patient harm or injury reported with this notification. The trilogy 100, japan bt ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An error indicating that the control flow sensor has drifted so much that the device cannot adjust for it and cannot meet the high or low flow accuracies was discovered in the device's event log. It is believed the root cause was a malfunction with the flow sensor, which also caused the "low circuit leakage" alarm. The device's sensor board containing the flow sensor was replaced and the problem was resolved. Additionally, contamination was found on the flow sensor assembly, which was then replaced. A periodic maintenance 2 was performed. The technician performed a repair test, alarm check, battery check, running test, and cleaning, and confirmed proper operation. Software version 14.2.05 confirmed.